Event description:
The article "mitral valve replacement surgery to the rescue: a case report of multiple failed transcatheter devices to treat mitral regurgitation" was reviewed. The article presented a case study of a 70-year-old female patient with refractory congestive heart failure, severe pulmonary hypertension, and chronic kidney disease. It was reported that on an unknown date, a mitraclip procedure was performed to treat mitral regurgitation (mr). An mitraclip was deployed on the mitral valve. However, after deployment, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing tissue damage on the anterior leaflet. An additional mitraclip was implanted, reducing mr to a moderate grade. One year, the patient was experiencing recurrent congestive heart failure and progression of mr. Therefore, an amplatz vascular plug was implanted. Four months later, the patient presented with progressively worsening shortness of breath and signs of hemolysis. The patient then underwent a mitral valve replacement, removing the two mitraclips and the amplatz vascular plug. [The primary author and corresponding author was claudia cote at (B)(6) university institution with corresponding email claudia.l.cote@dal.ca].

Manufacturer narrative:
As reported through article review a 70-year-old female patient with refractory congestive heart failure, severe pulmonary hypertension, and chronic kidney disease. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, a cause of the reported hemolysis could not be determined. The reported dyspnea was a cascading effect of hemolysis. The reported hospitalization and surgical intervention were the result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.